Event description:
Per report, the patient passed away due to a distal aorta perforation.

Manufacturer narrative:
Additional information added to b5. Correction to h6 based on additional information received.

Manufacturer narrative:
A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed complaints relating to the reported event. Available information suggests that patient factors (calcification, tortuosity, undersized vessel) likely contributed to the related event. There was no device or labeling problem was identified during the evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The 3mensio imagery was provided by the site and revealed the following: patient's right access vessel had presence of tortuosity and calcification. The reported event of inability to advance through sheath and liner punctured were unable to be confirmed due to unavailability of the device/applicable imagery. Per the training manual, 'push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification'. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Similarly, tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. If high insertion force was used to overcome any resistance experienced navigating the tortuous anatomy, it is possible to exacerbate the interaction of the valve and the liner at suboptimal angles, contributing to the reported liner puncture. The procedural training manual states, 'if insertion force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2 cm'. As such, available information suggests that patient factors (calcification, tortuosity) and procedural factors (high insertion force) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 29mm sapien 3 valve, there was resistance during insertion of the 29mm commander delivery system and valve into the 16fr esheath+, and the operator had a use an unusual amount of force to advance the valve through the esheath+. As the team continued to push, a 'pop' was felt. They then panned down with fluoroscopy, and saw the valve was perforated through the mid portion of the sheath, causing a major vascular complication. The patient's blood pressure dropped, and the patient expired. The case was aborted.